Manufacturer narrative:
The date of stent implantation was (B)(6) 2010. The lot and catalog numbers for the stent were not reported. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a cypher select + stent fractured and separated. The stent (lot and catalog number unknown) was implanted in the right coronary artery (rca). (B)(6) months after the index procedure, angiography revealed that the stent was in good condition. One year after stent implantation, the patient experienced persistent chest pain and CT revealed that the stent was fractured and separated. Multiple attempts to obtain additional information were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the stent fracture. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
A cypher select + stent fractured and separated. The stent (lot and catalog number unknown) was implanted in the right coronary artery (rca). Seven months after the procedure, angiography revealed that the stent was in good condition. One year after stent implantation, the patient experienced persistent chest pain and CT revealed that the stent was fractured and separated. No further information could be obtained at this time.